Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely that the user sent the device to olympus without reprocessing. As a result, foreign material may have remained in the area. The type of the foreign material could not identified. A root cause of crystallization inside the control body could not be specified. Based on the results of the investigation, it is likely that the angle's sliding parts were corroded, causing the angle to stick. Also, crystallization was confirmed inside the operating section, it is likely that a foreign object got caught in the angle knob sprocket, making it impossible to operate the angle. However, a root cause of angulation lever was stuck. Could not be specified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the uretero reno videoscope exhibited crystallization inside the control body and the angulation lever was stuck. There was no patient involvement.